Event description:
The head of theatre reported via our sales rep, that the endscrew of the nail broke during removal.

Manufacturer narrative:
Additional information has been requested and if received, will be submitted on a supplemental report.